Event description:
Customer reported her insulin pump alarmed when she was changing her infusion set. She cannot clear the alarm. Customer's blood glucose at the time of the alarm was 301 mg/dl. She stated it was high due to eating breakfast. Customer's current blood glucose was unknown. The device fell out of customer's pocket yesterday. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.